Manufacturer narrative:
Concomitant medical products: 455753 lead, implanted: (B)(6) 1990. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had failures with battery and functionality. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.